Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15.8 mmol/l (284.4 mg/dl). The pod was worn between 1 and 4 hours on the arm. It was noted that the needle did not deploy; indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received with the cannula not deployed. Pod download data revealed that the pod was in pod state 14, indicating that the user did not complete the pod activation after it was filled and it ran zero pulses. The pod could not be activated in this state and thus, both the needle deployment and fluid delivery were prohibited.